Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported to fresenius customer service that the arterial chamber of a combi set bloodline clotted towards the end of a patient¿s hemodialysis (hd) treatment. There was no report of the event resulting in any serious patient injury. The amount of blood loss due to the clotting was not reported. The biomed was requesting the remainder of bloodlines from this lot be replaced. The actual sample was not available to be returned for evaluation. Multiple attempts were made to obtain additional information, and thus far no further details have been provided.

Event description:
A user facility biomedical technician (biomed) reported to fresenius customer service that the arterial chamber of a combi set bloodline clotted towards the end of a patient¿s hemodialysis (hd) treatment. There was no report of the event resulting in any serious patient injury. The amount of blood loss due to the clotting was not reported. The biomed was requesting the remainder of bloodlines from this lot be replaced. The actual sample was not available to be returned for evaluation. Multiple attempts were made to obtain additional information, and thus far no further details have been provided.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.